Event description:
A consumer reported having mild blur in vision and seeing halos following intraocular lens (iol) implant surgery. In further follow-up, the consumer stated she does see some improvement in her symptoms with the help of her new glasses prescription. In a follow-up, the surgeon reported there were no medical or surgical interventions performed. The lens is in the bag.

Manufacturer narrative:
The lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There were no other reported cases in the lot. The root cause could not be identified by the investigation. Additional information was requested by phone, fax and mail on 09/28/2011 and 10/03/2011. A completed questionnaire was received on (B)(4) 2011.